Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient (female, (B)(6)), had an eclipse total shoulder on (B)(6)2016. Due to a subsequent torn rotator cuff, she needed to have a reverse total shoulder on (B)(6) 2019. Reporter stated that the torn rotator cuff was not due to product malfunction. Removed from the patient was ar-9341-16, ar-9300-41cpc and ar-9301-01.